Event description:
According to the available information, the doctor placed the static anchor of an altis sling on the patient's right. He then placed the dynamic side patient left. He went to tension the sling and the dynamic suture separated. The anchor was left in patient (l) as it could not be removed. He placed another altis without issue.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report [nc] and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed to be associated. An nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.